Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2014-04245/04251).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2008 due to patient allegations of loosening and pain. Subsequently, on (B)(6) 2008, patient underwent a revision procedure due to patient allegations of infection. It was further reported that on (B)(6) 2009 patient underwent a revision procedure due to patient allegations of infection. Patient's legal counsel reported patient underwent a re-implantation procedure on (B)(6) 2009. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2008 was due to pain and a loose acetabular cup. The patient's operative report noted grayish fluid, metallic black pseudocapsule, and a loose cup. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2008 was due to hip drainage. The patient's operative report noted serosanguineous fluid collection and metallosis. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2009 was due to infection. The patient's operative report noted fluid, metallic debris, reactive synovitis, and a loose acetabular cup. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2009 was to remove the antibiotic spacer. The patient's operative report noted fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2008 due to patient allegations of loosening and pain. Subsequently, on (B)(6) 2008, patient underwent a revision procedure due to patient allegations of infection. It was further reported that (B)(6) 2009 patient underwent a revision procedure due to patient allegations of infection. Patient's legal counsel reported patient underwent a re-implantation procedure on (B)(6) 2009. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.